Event description:
Reportedly, a case reported to baxter (B)(6) on (B)(6) 2009 received from (B)(6) hospital refers to an incident involving an aquarius machine version 3 (gef08200), serial number (B)(4). The reported incident occurred on (B)(6) 2009 when an aquarius machine's rear wheel broke and the machine subsequently fell over in itu. There were no injuries and the machine did not take a direct hit on the floor as the nurses managed to steady the fall. On initial inspection it appears that the stud which holds the castor in place seems to have sheared. A sample is available. No patient injury was reported/confirmed by the customer. The reported condition was not discovered during use with a patient. (B)(4).

Manufacturer narrative:
Complaints involving the wheel falling off are reportable due to the potential for injury to the user and/or the patient, with the exception of these in which the cart was used in appropriately and there was no serious injury. While there is no reported indication that the cart was used inappropriately and there is no allegation of adverse effect on the user or the patient, the potential for injury is present and therefore deemed reportable. Evaluation is performed in-situ and the results are anticipated but not received at the time of this report. Therefore, method, results and conclusion will be submitted in a follow up along with the results of the device history record review.